Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the extension set leaked where it connects to the catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (5 of 9). It was reported that the extension set leaked where it connects to the catheter.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9122769. Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-02. Medical device lot #: 9128619 . Medical device expiration date: 2022-04-30. Device manufacture date: 2019-05-08. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the extension set leaked where it connects to the catheter with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter: (5 of 9) it was reported that the extension set leaked where it connects to the catheter.